Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that the 4.0mm dia x 23mm enterprise®2 (enf402300/11176793) became pre-deployed in the hub of the 150cm x 5cm prowler select plus microcatheter (606s255x /30335062). It was reported that the prowler select plus microcatheter could not be used due to the pre-deployed enterprise 2 stent. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in a pouch with the stent component of the 4.0mm dia x 23mm enterprise® 2 device stuck in the hub section. The stent component was removed from the microcatheter. Visual inspection was performed. The microcatheter was observed to be in good, normal condition. Dimensional evaluation: the inner diameter (ID) and outer diameter (od) of the microcatheter were measured and were confirmed to be within specifications. Hub ID = 0.0215 inch; specification: 0.021 inch minimum. Distal ID 0.0215 inch; specification: 0.021 inch minimum. Actual microcatheter od (45cm from distal end) = 0.0355 inch; specification: max. 0.0375 inch. Actual microcatheter od (5cm from distal end) = 0.0306 inch; specification: max. 0.032 inch. Functional analysis: after the stent component was removed from the microcatheter hub, a functional test was performed. The 150cm x 5cm prowler select plus microcatheter was flushed using a lab sample syringe. A guidewire was introduced into the microcatheter. There was no resistance friction experienced during the advancement of the guidewire. A review of manufacturing documentation associated with this lot (30335062) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that during the procedure, the stent became pre-deployed in the hub of the microcatheter ¿ as a result, the microcatheter could not be used. Multiple attempts were made to request clarification on the reported issue were unsuccessful. The complaint microcatheter was returned with the stent component stuck in the hub section as reported. The microcatheter was in good condition. The stent was removed and the dimensions of the microcatheters were measured and confirmed to be within specifications. Functional test was performed after the stent was removed from the hub. The microcatheter was flushed, a guidewire was introduced and advanced without any issue. The reported issue was not confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30335062) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 4.0mm dia x 23mm enterprise®2 (enf402300 / 11176793) became pre-deployed in the hub of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30335062). It was reported that the prowler select plus microcatheter could not be used due to the pre-deployed enterprise 2 stent. There was no report of any patient adverse event or complication.